Event description:
Reportedly this device was a possible suture loop due to unfamiliar new staff which had not deployed tricentrix holder.

Manufacturer narrative:
Eval summary: a suture most likely looped around commissure 1, as suture track marks are evident in the free margins of leaflets 1 and 3. Suture track marks are also detected at the free margin of leaflets 1 and 2, which suggests a second suture most likely looped over commissure 2. The disruptions due to the suture loop led to incompleted coaptation. The x-ray demonstrates slight stent distortion possibly due to implant or explant. Device returned.